Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 25th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the unit was ripped off from the boom arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 25th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. Received allegation was pointing to the unit ripped off from the boom arm. Getinge service technician visited the site and evaluated the device. It was established the headlight separated from fork, 1 or 3 beam bolts were broken and others 2 beam bolts were loose. Moreover, the designated complaint unit employee found on photographic evidence the headlight handle was cracked with missing parts and the paint was peeling from fork and headlight. There was no injury or delays in treatment reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. Received allegation was pointing to the unit ripped off from the boom arm. Getinge service technician visited the site and evaluated the device. It was established the headlight separated from fork, 1 or 3 beam bolts were broken and others 2 beam bolts were loose. Moreover, the designated complaint unit employee found on photographic evidence the headlight handle was cracked with missing parts and the paint was peeling from fork and headlight. There was no injury or delays in treatment reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Defective parts were replaced and device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. Pictures showing the breakage location would have been necessary to understand what happened. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 25th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. Received allegation was pointing to the unit ripped off from the boom arm. Getinge service technician visited the site and evaluated the device. It was established the headlight separated from fork, 1 or 3 beam bolts were broken and others 2 beam bolts were loose. Moreover, the designated complaint unit employee found on photographic evidence the headlight handle was cracked with missing parts and the paint was peeling from fork and headlight. There was no injury or delays in treatment reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the unit was ripped off from the boom arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.